Event description:
User reports discrepant lactate results for two pt's. Pt 1, male, tested in 2008, initial result 0.0 mmol/l, repeat gave 2.3 mmol/l. The initial results were not reported. The customer performed maintenance and removed worn sample racks which resolved the issue.

Event description:
Patient 2, female, tested in 2008, initial result 0.0 mmol/l, repeat gave 17.4 mmol/l. The initial results were not reported. The customer performed maintenance and removed worn sample racks which resolved the issue.